Event description:
It was reported that a bolt broke, and there is 'bulging' under the seat causing it to be hard to fold up.

Manufacturer narrative:
It was reported that a bolt broke, and there is 'bulging' under the seat causing it to be hard to fold up. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.